Event description:
It is reported that a pt underwent total knee replacement in 2008. Post-op x-rays revealed a piece of the impactor had been left in the pt. The fragment was removed on the following month.

Manufacturer narrative:
Eval summary: it is possible that the impactor device experienced extremely high impact load and was impacted off-center or at an angle causing add'l bending movement and the jaws fractured due to overload. A field communication describing the proper extraction technique with the inserter/extractor was created and distributed to the field. Jan. 2008, additionally a design change has been implemented to improve the instrument durability. The fractured piece that was returned with the complaint appears to be the tab of the broach impactor/extractor. No lot number was provided; therefore, device history records could not be reviewed.